Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that it was difficult to install the infusion tube to the cannula. The irrigation failed at the beginning of the surgery and the valve(silicon part) had fallen into patient's eye. The doctor indicated that the valve was stuck on tip of the infusion tube. The valve was removed and the surgery was completed without product replacement. There's no patient harm. Sample couldn't be collected because it was used on a patient with an infection. Additional information has been requested.

Manufacturer narrative:
The lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue. The device history record shows the product was released per specifications. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. Potential root causes could be related to a manufacturing related issue or user error, however, this cannot be confirmed with the information available. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. (B)(4).